Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-04-27 were reviewed. A period of hyperglycemia matching the event description occurred on (B)(6) 2024, so that date is included in this review. Device logs indicate the device was powered off on (B)(6) 2024, and not powered back on until 2024-04-26. Therefore, the device was not being used on (B)(6)2024, one of the dates mentioned by the user's parent. No malfunction alerts were found in the device engineering logs. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No factory resets were found in the device engineering logs. Body weight was not changed from initial set up. The audio setting was set to off on (B)(6) 2024- at 9:09 pm and again on (B)(6) 2024 at 6:38 pm. The high glucose cgm alert was turned off on 2024-04-01, but all other cgm alerts remained at the factory default (all on). The cgm alerts and audio settings were restored to factory settings when the device was powered back on. The last cartridge and infusion set (teflon cannula) change prior to the event date were logged on 2024-04-26 when the device was powered back on. The last dexcom g7 cgm sensor change prior to the event date was logged on 2024-04-26 when the device was powered back on. The ilet report shows the user's glucose fluctuated in or above range from mid-day on 2024 until the morning of (B)(6) 2024 when cgm glucose quickly rose. Glucose levels did not return to range before the device was powered off. The ilet was increasing and decreasing insulin in response to cgm glucose values received throughout this period when it was able to. Two fill tubing only operations were completed on 2024, priming a total of 13.8 units. The infusion set was replaced on the (B)(6) 2024 at 10:27 am. Only one meal was announced each day on (B)(6) 2024 and (B)(6) 2024. Three meals were announced on (B)(6) 2024. Insulin delivery was stopped at 5:37 pm on (B)(6) 2024 when the cartridge ran out and the ilet triggered alert 34. The device's audio setting was set to off at 6:38 pm. The empty cartridge alert was not acknowledged until 6:48 pm, and a cartridge change process was started but not completed. The incomplete cartridge alert triggered appropriately at 6:58 pm but was not acknowledged by the user. The cartridge change process was restarted at 10:14 pm, before the device was powered off on (B)(6) 2024 at 10:15 pm. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended by adjusting insulin doses in response to cgm glucose values. This hyperglycemic event was caused by the user not wearing the device consistently and failing to replace the insulin cartridge to allow for continuous insulin delivery.

Event description:
On 5/9/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event that resulted in hospitalization. The event occurred on 4/27/24. The ilet user's mother reported that on (B)(6) 2024 the user's ilet "fell off" and did not tell the parents for 5 hours. When the user did tell the parents they reconnected the ilet, but the user's bg continued to rise. The parents then took the user to the ER and was admitted to the ICU. The user was treated with an insulin drip and stayed at hospital overnight. Multiple attempts by beta bionics customer care to follow-up for additional event information have been unsuccessful.